Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported "the catheter body got torn near the junction hub during placement. Therefore, it was removed and replaced with a new kit. No harm to the patient occurred." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported "the catheter body got torn near the junction hub during placement. Therefore, it was removed and replaced with a new kit. No harm to the patient occurred." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one, 2-lumen, pressure-injectable (pi) PICC catheter and the guide wire tubing for analysis. Signs of use were observed inside the extension lines. Visual analysis revealed that the catheter body was separated around the 8cm marking. The point of separation (from either end) appeared stretched and narrowed. Likewise, the marking also appeared stretched in this area. Microscopic examination confirmed the separation and the stretching. The observed damage appears consistent with undue force being applied to the catheter during the procedure. The point of separation measured 114mm from the juncture hub, and 475mm from the distal tip. The total catheter body length measured 22.875", which is not within the specification limits of 21 1/2"-22" per the catheter product drawing. The guide wire outer diameter (in an area not affected by stretching) measured 0.068", which is within the specification limits of 0.066"-0.071" per the catheter extrusion product drawing. The catheter body outer diameter (in an area affected by stretching) measured 0.062", which is not within the specification limits of 0.066"-0.071" per the catheter extrusion product drawing. The discrepancy with the guide wire length and outer diameter measuring outside of the specification limits indicates that stretching is present on the catheter body. A lab inventory guide wire was inserted through the distal tip of the catheter body. Resistance was encountered at the sections affected by stretching; however , the guide wire passed through all functional sections with little to no difficulty. Performed per IFU statement, "if 80 cm guidewire is used, insert guidewire into distal lumen until soft tip of guidewire extends beyond catheter tip. Advance guidewire/catheter as a unit through peel-away sheath to final indwelling position, while maintaining control of distal end of guidewire". A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit. Informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a separated catheter was confirmed through complaint investigation. Visual analysis revealed that the catheter body was separated around the 8cm marking. Further microscopic and dimensional analysis revealed evidence of stretching along the catheter body at the location of the separation. Functional testing also confirmed resistance at the location of the stretching when passing a lab inventory guide wire through the distal lumen. A device history record review did not reveal any relevant findings to suggest a manufacturing issue. Based on the customer report that the damage was observed during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.